Event description:
The user found it difficult to load a clip into the applier before use on a patient. The applier was sent to our technical specialist, who confirmed the jaws were bent and the loaded clip did not come off the applier.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-piece lot in april of 2020. Evaluation of the returned instrument shows that both sides on one of the jaws are damaged/bent in thus making it impossible to pick-up and retain a clip. We are able to validate this complaint. We are unable to determine how both sides on one of the jaws became damaged/bent-in but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The user found it difficult to load a clip into the applier before use on a patient. The applier was sent to our technical specialist, who confirmed the jaws were bent and the loaded clip did not come off the applier.